Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the pump started displaying helium loss alarm during preventive maintenance". No patient involvement.

Event description:
It was reported that "the pump started displaying helium loss alarm during preventive maintenance". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the pump started displaying helium loss alarm during preventive maintenance". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "helium loss alarm" was confirmed upon investigation of the returned sample. The customer returned an ac2 pump assembly without its original pcs assembly (part number 77-3200-001, s/n (B)(6) for investigation. The sample was returned in a brown cardboard box with protective shipping packaging (inp-1 through inp-4). Visual inspection of the pump assembly was performed (inp-5 through inp-12), and dried blood was noted inside the bellow port (inp-11, inp-12). Dried blood was noted inside the bellow port which potentially created a blockage inside the pneumatic system. Further functional testing could not be performed due to blood contamination. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the dried blood buildup inside the pump assembly. The root cause of how the dried blood entered the pump assembly is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.